Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates. Reportedly, the cartridge was filled with 480 units of insulin. The customer's blood glucose level was not impacted. During a follow-up call on (B)(6) 2016, the customer was able to load a new cartridge successfully and received an accurate fill estimate.